Event description:
It was reported that around on (B)(6) 2016, a patient started to have an increase in pain. No benefit was realized after two increases in dose. The decision was made to do a dye study. Unable to aspirate from catheter and leakage of contrast noted in the pump pocket at the codman adapter. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).